Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reported the pump has given an unintended bolus on (B)(6) 2014 at 4:10 pm of 1.8 units. No adverse event reported. Requested return of the alleged pump for evaluation.